Event description:
The customer reported that the battery in their device does not function. There was no reported patient involvement.

Manufacturer narrative:
Pr number: (B)(4). A follow up report will be submitted upon completion of the investigation.